Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported thrombus. Thrombus is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as additional aspirations were performed. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on 17 july 2025 that the patient presented with grade 4 functional mitral regurgitation (mr), tethered leaflets and small cardiac chambers for a mitraclip procedure. During the procedure, imaging was difficult due to implantation of transcatheter aortic valve implantation (tavi). A floating structure was noted on the guide tip. Aspiration was performed multiple times and it disappeared. The procedure was continued. A mitraclip (cds-40815a1078) was implanted. Post deployment, a single device attachment (slda) occurred from posterior leaflet. Per the physician, slda was due to patient's anatomy. Second mitraclip (cds-40819r2037) was attempted to implant to further reduce the mr and stabilize the detached clip. Due to high gradient and insufficient grasping, the clip was unable to be implanted. There was no adverse patient effects due to high gradient. The mr was decreased to grade 2 post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr), tethered leaflets and small cardiac chambers for a mitraclip procedure. During the procedure, imaging was difficult due to implantation of transcatheter aortic valve implantation (tavi). A floating structure was noted on the guide tip. Aspiration was performed multiple times and it disappeared. The procedure was continued. A mitraclip (B)(4) was implanted. Post deployment, a single device attachment(slda) occurred from posterior leaflet. Per the physician, slda was due to patient's anatomy. Second mitraclip (B)(4) was attempted to implant to further reduce the mr and stabilize the detached clip. Due to high gradient and insufficient grasping, the clip was unable to be implanted. There was no adverse patient effects due to high gradient. The mr was decreased to grade 2 post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
H6. This is sent as a correction report. Codes 1354, 2199, and 4582 were removed. Codes 2993, 4440, and 4641 were added. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.